Event description:
Boston scientific received information that during the implant procedure, this right ventricular (rv) lead helix was not extending or retracting appropriately. Thirty turns of the connector tool were made faster than the recommended one turn per second. As a result, the lead was not successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Analysis confirmed the inner conductor coil was fractured at the distal end of terminal pin. The available evidence suggested the fracture most likely occurred during extension of the helix. As a result, the clinical observation was confirmed.